Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00mm x 16mm liberté¿ stent was selected for use to treat the target lesion in the left coronary. While prepping, when the physician attempted to pass the stent delivery system over the .014" pt2 guide wire, the stent dislodged from the delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.